Event description:
It was reported that the burr became stuck on the wire. A target lesion was located at proximal to mid left anterior descending artery. A femoral approach was used to access the greater than 90 degree bend, mildly calcified, concentric target lesion. A 1.50mm rotalink plus and 330 cm rotawire were selected for use. The wire was crossed through the lesion. During procedure, it was noted that the burr became stuck on the rotawire when passing through the guide catheter. An acute kink occurred on the wire which led to the entrapment of the devices. The device was removed as a unit and the procedure was completed with a new rotalink plus and new rotawire. No patient complications were reported and the patient was stable.